Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the drive support cap was loose and sticking out the side of the insulin pump. The customer¿s blood glucose level was not provided at the time of the incident. The customer mentioned blood glucose was normal.